Event description:
It was reported that six (6) minicaps had "iodine outside the cap". This was observed before use of the devices for peritoneal dialysis therapy. The iodine was outside of the caps due to the sponge being outside of the caps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). The actual devices were not available; however, a (b)(6 of a sample was provided for evaluation. Visual inspection of the (B)(6) identified the sponge outside the cap. The reported condition was verified. The cause of the condition is related to handling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.